Event description:
A consumer's husband reported that the consumer experienced after-cataract one year after bilateral intraocular lens (iol) implantation. The surgeon performed yag laser capsulotomy. After this treatment both eyes were inflamed over two months and antibiotics and other unspecified eye drops were prescribed. Six months after the capsulotomy was performed the consumer "could hardly see" and was reported to be unable to watch television or drive. The consumer was seen at an eye clinic were no observations were noted and the retina was reported to be alright. According to the consumer, the events were not related to the iol, however no alternative explanation was provided. Additional information has been requested but not received to date. This is one of two medical device reports for this patient. This report is for the second eye.

Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event that is unrelated to product as according to the patient's surgeon the issues are not related to the lens. Based on this information, the device did not cause/contribute to the event.(B)(4)

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. Additional information has been requested but not received to date. (B)(4).

Event description:
Additional information was provided by the surgeon. The patient has breast cancer (progress stage) and the reported symptoms were reported to be caused by a tumor-associated retinopathy. The surgeon excluded any quality issue of the iol and indicated the iol did not cause the reported event. Date of yag laser treatment was also provided (2014).

Manufacturer narrative:
(B)(4)